Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that his mother was hospitalized due to high blood glucose. The customer's blood glucose was 607 mg/dl at the time of the incident. The customer's blood glucose was 431 mg/dl at the time of call. The customer's son stated that they treated his mother's blood glucose with manual injections. The time of the hospitalization was 4 am and the date of the hospitalization was (B)(6) 2015. The customer's son stated that his mother was not wearing the insulin pump for 2 days during the hospitalization. The customer's son stated that the insulin pump was dropped. The customer's son stated that the insulin pump had an incorrect time and date. The insulin pump will not be returned for analysis.